Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone that they experiencing high blood glucose level 522 mg/dl. Customer stated that insulin pump received insulin pump flow blocked alarm. Device will not be returned for analysis.